Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm during basal and a no delivery alarm. Customer stated that they use the sensor feature on the insulin pump. Customer also mentioned that they are unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 245 mg/dl. No further information reported.